Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: facility rep reported: this pump was having a hard time working and stating that the cassette was misloaded. After attempting to fix the cassette, it still gave me this error so I pulled it from the floor. No patient was harm was done. Asked facility rep to clean av pins and do test infusion, waiting for results. Facility rep reported additional cleaning worked, passed test infusion and returned to patient use. No adverse event was reported. Pump was not returned for evaluation; however, a review of the pump historical logs indicate that there was a mechanical hardware failure (av sticky valve). Fresenius kabi is submitting a restrospective report based on the av sticky valve; this has been previously attributed to a buildup of material that can affect the operation of the valves. A communication that provides additional training on proper cleaning materials and techniques had been released to customers in may 2024.